Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not received.

Event description:
It was reported that the user experienced a low blood glucose (bg) level of 56 mg/dl. Reportedly, the user typically receives a bolus prior to eating to cover an anticipated bg spike; however, the user did not consume the entire meal as planned. The contact administered glucose tablets and the user drank orange juice to address bg level.